Event description:
It was reported that, "the cup was impacted. The doctor was not happy with version of cup. He used the dome impactor inside the cup and the tip broke off. The tip was retrieved. He then used the tilt impactor and the tip broke off. After repetitive mallet blows the tips broke off."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.# 9616680-2011-00737.